Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer received a motor error alarm during an infusion set change. Customer's blood glucose was unknown. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer also reported a no delivery alarm had occurred before the motor error alarm. Troubleshooting for the no delivery alarm found insulin was able to exit and the insulin pump did not alarm no delivery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.